Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 600 mg/dl. The customer did a corrective bolus, he's doing ok. After the troubleshooting was done, customer's mother was advised that the device would be replaced and revert to a backup plan. The customer's mother also reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 600 mg/dl. The customer did a corrective bolus, he's doing ok. The customer was advised to monitor the pump and call if problems recur.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.